Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04473. It was reported pain in her left foot and knee following perm implant. Imaging showed both leads had migrated. The patient was hospitalized and the system was explanted. Follow-up shows the patient is getting better.